Manufacturer narrative:
Based on the results of the investigation, the image issue was likely due to corrosion on the electrical connector and flexible printed circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope had image noise/no image. There was no patient involvement.